Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states the seat upholstery is shredding where it attaches to the seat rail.